Event description:
Boston scientific received information that a latitude red alert was issued for a high shock impedance measurement. The patient reported receiving a shock, which was deemed appropriate therapy delivery. The patient was seen by the physician and everything was found to be fine. No additional adverse patient effects were reported. The cardiac resynchronization therapy defibrillator (crt-d) remains implanted. At this time, there is no further information regarding the right ventricular lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.